Manufacturer narrative:
The patient was admitted in 2005 for cardiac catheterization to evaluate a 1.5-week history of exertional chest pressure associated with dyspnea and diaphoresis. A coronary angiography with bypass graft angiography revealed 80% proximal stenosis and 50% mid stenosis of the svg to r-pda was treated with placement of two bare metal stents. Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as MDR 6000093-2007-. It was reported that 655 days after a coronary drug eluting stenting treatment procedure, the patient expired. The patient was in the hospital and continued to complain of chest pain overnight and was returned to the catheterization lab the following day for further intervention. The patient underwent a left coronary angiography with bypass graft angiography revealing the lad at 90% proximal stenosis; 100% ostial stenosis of the first diagonal (1st dx) which filled via the svg; the svg to the 1st dx and 80% proximal stenosis. Target lesion 1 was located in the proximal left anterior descending artery (p-lad) at the origin of the 1st dx with 90% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with predilatation and placement of a 2.50x20mm taxus express2 drug eluting stent which extended into the 1st dx. Residual stenosis was 0%. A balloon angioplasty of the mid lad ( the level of the 1st dx stent) was then performed through the previously placed stent in the native vessel. The saphenous vein graft (svg) to the 1st dx was treated with direct stenting using an express2 bare metal stent. A post procedure, electrocardiogram (ecgs) showed persistant t wave inversion in the precordial leads. Troponin levels were noted to be elevated; however, cardiac enzymes did not meet guideline criteria for myocardial infarction. Heparin therapy was initiated, but subsequently discontinued due to the development of a left groin hematoma. The patient was discharged three days later on aspirin and plavix. Six hundred and fifty five days later, the patient expired. It was reported by a family member that the patient suffered a heart attack and passed away. In the opinion of the physician, it is unk if the target vessel was involved. No autopsy was performed.